Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when the surgeon went to fire the device, a grinding sound was heard. After the device was fired, the clips were noticed to be "j" shaped. A second device was pulled and the same event occurred. A third device was pulled and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: which firing of the device did this event occur on? Asku. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? Yes. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Asku. The analysis results found that device (a) was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device locked out as intended but the orange indicator was over traveled. Please note that this finding is not related with the event reported. Although, no malformed clip and no abnormal noise was noted during testing. It could not be determined what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that device (b) was received in good visual condition. In an attempt to replicate the event reported, the device was tested for functionality. Upon testing, due to the antibackup feature was non-functional two unformed clips were fed. The remaining clips were conforming according to manufacturing specifications. No abnormal noise was noted during testing. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the ratchet pawl spring was found misassembled causing the antibackup failure. The batch record was reviewed and no anomalies were noted during the manufacturing process. Batch # h91m3f (mfg date 7/12/2011exp date 6/12/2016) (B)(4) ratchet pawl.